Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. There was no button error alarm present. The device was received with minor scratched display window, cracked case at the display window corner, and with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of button error alarm on their insulin pump. The customer's blood glucose at the time was 106mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.